Event description:
The time of event is unknown. There was no report of patient harm. Video image failure

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image intermittent. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd. In addition, we confirmed that the operation channel perforated, the operation channel leaky, the light guide fiber bundle (lcb) broken,and the insertion flexible tube (ift) fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.